Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure (cpb), the 6mm soft flow aortic cannula was placed, the cardiovascular (cv) surgeon had difficulty in completely de-airing the cannula. After multiple attempts to remove all air bubbles, the cv surgeon elected to remove the original cannula and replace with another 6mm soft flow. On removal, there appeared to be a "bubble looking flaw" in the wall of the original cannula. This occurred prior to the initiation of cpb and this delayed the start of cpb by about ten minutes. The patient was stable and showed no signs of distress during this period. There was an estimated blood loss of about 25 ml, as most of the blood was suctioned and returned to the cpb circuit. The surgical procedure was completed successfully, the patient was awake and alert within a few hours of the procedure.